Manufacturer narrative:
Manufacturer's report date: july 16, 2014. (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
The pca module was discontinued and when the nurse went to remove the module solution was noted to be leaking from the module. The medication infusion was morphine 1mg/ml. The biomed performed a pm cycle test and the pump passed the test. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.